Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected alarm twice. Customer's blood glucose level was unknown. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer reported insulin pump was not working and had lot of errors. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current measurement and active current measurement. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected battery power loss alarm noted in the long trace or device history. Pump error 53 alarm found in the device history due to software error.